Manufacturer narrative:
(B)(4) age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon detachment occurred. Vascular access was obtained via the left cubital vein with a non-bsc 6f sheath. The target lesion was located in the left antebrachial vein. After a 014 guide wire crossed the lesion, a 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ was prepared. During preparation outside the patient, the balloon was attempted to be removed from the blue balloon protector using a straight force but it was too tight to be removed. When the balloon was removed from the protector with a strong force, it was noted that the balloon, together with the protector, was detached from the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon was returned inside the balloon protector cap. The proximal blade sections were exposed which is indicative of the balloon protector being pulled distally. During analysis, the balloon was able to be removed without issue. The returned balloon protector inner dimension was verified using a pin gauge. The inner lumen had detached at the distal tip/balloon bond. The outer lumen had detached at the proximal balloon bond. This resulted in a complete detachment of the balloon from the delivery system. No kinks or damage were noticed along the shaft of the device. The balloon detach noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an inflation device/syringe was not attached to the catheter in order to remove all air from the balloon prior to balloon protector removal. The dfu states that "open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel. Close the stopcock to the balloon". This will maintain a constant vacuum on the device. It is not until these steps are performed that the balloon protector must then be removed from the balloon. (B)(4).

Event description:
It was reported that a balloon detachment occurred. Vascular access was obtained via the left cubital vein with a non-bsc 6f sheath. The target lesion was located in the left antebrachial vein. After a 014 guide wire crossed the lesion, a 4.00mmx1.5cmx140cm small peripheral cutting balloon was prepared. During preparation outside the patient, the balloon was attempted to be removed from the blue balloon protector using a straight force but it was too tight to be removed. When the balloon was removed from the protector with a strong force, it was noted that the balloon, together with the protector, was detached from the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.